Event description:
Dealer states, the power switch is causing no power. No further information provided. Additional non-reportable complaint for this device; dealer alleges the pilot valve is leaking. Additional non-reportable complaint for this device; dealer alleges the sieve beds are blown. Additional non-reportable complaint for this device; dealer alleges the hour meter is not working.